Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the symptomatic patient with pre-syncope presented in the operating room for a scheduled lead revision due to lack of ventricular pacing, noise on a lead pace/sense vector was noted. All electrical measurements were stable and in-range. The device had improperly detected vf due to noise several times. The patient was downgrade due to his health improvements. The physician capped the lead and used a previously implanted brady lead successfully. The patient was stable following the procedure and will continue to be monitored.